Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the coil was slightly kinked at the lead tip. This damage was confirmed to be induced damage. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, there were high threshold and impedance measurements on the right ventricular (rv) lead. The rv lead was repositioned to find a location with better measurements, but this was unsuccessful. One last attempt was going to be made to position the rv lead, but the tip of the lead was attached to the body of the lead and it took several attempts to detach it. As a result, the rv lead was removed and replaced. No adverse patient effects were reported.